Manufacturer narrative:
Upon receiving customer feedback regarding "shavings of the rubber stopper floating in the liquid when piercing the medication vial with the injection needle," our company promptly organized quality control, production, and other relevant personnel to investigate and analyze the situation. The specific details are as follows:(1) production process review: based on batch number traceability, batch records, and finished product inspection reports, the adhesive of the batch of injection needle products was full, and the rigidity and toughness all met the standard requirements. There were no changes in production processes or raw materials.(2) sample testing: on june 8, 2023, samples were taken for batch number: ckda10-01, specification: 18gx1 1/2", batch number: ckda09-02, specification: 18gx1 1/2". 25 samples from each batch were tested. Using a 10x magnifying glass, each injection needle was visually inspected for any damage or burrs (testing tools: magnifying glass, general-purpose imaging measurement system, tester: (B)(4)). A shavings test was conducted using the 25 extracted injection needles, and 25 rubber stoppers with standard hardness (hardness: 40 shore a-55 shore a) were tested by piercing them vertically in different locations four times. The shavings were rinsed into the injection vial after the fourth piercing using flushing or a clearing tool (such as a syringe). A total of 100 piercings were conducted.(3) sample retesting: on june 9, 2023, 20 samples each were received for batch numbers: ckda10-01 and ckda09-02 with specifications 18gx1 1/2". These samples were visually inspected for any damage or burrs using a 10x magnifying glass (testing tools: magnifying glass, general-purpose imaging measurement system, tester: (B)(4)). The 40 samples were subjected to a shavings test, with 25 injection needles from each batch. Additionally, 25 rubber stoppers with standard hardness (40 shore a-55 shore a) were tested by piercing them vertically in different locations four times, with shavings rinsed into the injection vial after the fourth piercing using flushing or a clearing tool (such as a syringe). A total of 100 piercings were conducted.following comprehensive testing, our products were found to be compliant. We have not received similar complaints recently. Since the two types of injection needles we produce are primarily used for piercing human injections and have sharp tips to reduce patient pain during the process, there might be a risk of shavings when used for puncturing vial stoppers for drawing and adding medications. Therefore, we do not recommend directly using this product for medication withdrawal or addition in clinical settings. In case of urgent medication withdrawal or addition needs, we recommend using dispensing needles to effectively reduce the risk of shavings during use.

Event description:
Mckesson filed a complaint regarding (B)(4), where a customer complained that the needle punctured the rubber on the medicine bottle into the liquid medicine.